Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported charring of the ac power cord. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; specific pt info, pump programming, or event details were not available. During testing at the user facility, "charring, smoke particles, black residue coming out from the bottom of the pump and of the ac adaptor cord" was noted. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.